Manufacturer narrative:
(B)(4). The device history record for the reported lot number, aa4125n01, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The original packaging was not returned with the device. The product did not contain a lot number identification. The molded head, tube and balloon appeared to be discolored with foreign substances on the exterior of the device. The device could not be filled with the suggested amount of water due to an apparent axial splitting of the balloon fabric. The balloon split extended from the base of the balloon to the distal tip of the balloon. Both of the balloon bonds were in tact (distal and proximal cuffs). The balloon material was inspected under magnification (50x) and there were no signs of an initiating point where the split began. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from the (B)(6) stating the jejunal enteral feeding tube split. When the tube was removed a visible rupture was noted on the balloon. The device was in use for 29-days prior to the event. There was no reported injury. No additional information was provided.

Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.